Event description:
It was reported by the customer that during a routine check the cs100 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement and no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the machine and found an issue with the 5000 hours pm kit. Vacuum was found to be too low.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.